Event description:
The customer mother reported via phone call that they were hospitalized for high blood glucose on 20 november, 2021. Blood glucose reading was 600 mg/dl. Customer was disconnected from the pump while in hospital. Customer was treated with intravenous insulin drip then manual injection. It was unknown that auto mode feature was active or not at time of reported event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.